Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During omega twin hook surgery, the surgeon turned the t-handle to push out the hook. The hook was pushed out. The surgeon felt something was wrong with the introducer at this time, because the hook was pushed out normally, the introducer was not checked. After surgery, when the nurse washed the instrument, it turned out that the tip of the inner introducer has broken. Although the surgeon checked x-ray, the fragment of the inner introducer was not seen. Therefore the fragment of the inner introducer has a possibility of remaining in the twin hook.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During omega twin hook surgery, the surgeon turned the t-handle to push out the hook. The hook was pushed out. The surgeon felt something was wrong with the introducer at this time, because the hook was pushed out normally, the introducer was not checked. After surgery, when the nurse washed the instrument, it turned out that the tip of the inner introducer has broken. Although the surgeon checked x-ray, the fragment of the inner introducer was not seen. Therefore the fragment of the inner introducer has a possibility of remaining in the twin hook.